Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found no conductor fractures or internal shorts. Testing of the lead found no other anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was found to have an helix mechanism issue. The physician elected to remove and replace the ra lead. The patient was in stable condition.